Manufacturer narrative:
(B)(4). On 06-jul-2015, the customer at (B)(6) reported that they have had image quality issues and the patient¿s images had a dark area on a head scan and the doctor sent the patient for a MRI scan to rule out artifact or pathology. A philips product support representative (psr) confirmed that there was no harm to a patient, operator or bystander. No data was available to be provided for investigation. The philips fse was contacted regarding this reported complaint. It was confirmed that the brain artifact addressed in a previously submitted complaint and this complaint were exactly the same. It was confirmed that no parts, image data, raw data, or dicom data was available to be provided for further investigation in regards to this complaint. It was also confirmed that the artifact issue was resolved by replacing the untiled data management system (udms ) to a tiled data management system (tdms). There were no artifacts present after this correction was performed by the fse. Engineering investigated this issue and determined the images and screen shots that were provided in the previously submitted complaint showed that the central region of the image exhibited a circular area that was darker than the surrounding area. This circular area is created by several of the detector modules having a different response during the scan than during the calibrations. This change in response can be caused by several possible conditions including but not limited to a difference in the detector temperature during the scan compared to during the calibrations, or due to the electronics response changing over time. The detection system replacement that resolved the issue on site is consistent with detector module response change leading to the image artifact since the detection system replacement would replace all of the detector modules with new modules. CT engineering determined this issue to be an acceptable risk. The following mitigations apply: perform iq verification & review; daily and monthly image quality checks by operator; verification of image quality for all scanner modes, including: voltage, scan types, collimation, resolution, reconstruction filters; operator and radiologist should be qualified with CT diagnostic including typical CT image artifacts; the system shall be operated only if performance quality assurance has been satisfactory completed, and the preventive maintenance program is up to date. If any part of the equipment or system is known (or suspected) to be operating improperly or wrongly-adjusted, system shall not be used until repair is made the CT scanner shall be operated by qualified operators only.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that they have had image quality issues for months and this time the patient's images had a dark area on a head scan and the doctor sent the patient for an MRI scan to rule out artifact or pathology. A philips product support representative (psr) confirmed that there was no harm to a patient, operator or bystander. The previous occurrences were addressed by a subsequent complaint and service order.